Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction associated with therapy was found in the engineering logs. Device data confirms hyperglycemia on the reported event date. The cgm was offline for over 20 hours, and insulin dosing was suspended for 11 hours due to no cgm data. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended when it was able to, within the limits of bg-run mode. This hyperglycemic event was caused by the user failing to re-pair their dexcom cgm sensor, resulting in insulin suspension after 8 hours of no cgm or bg data, per the functionality of bg-run mode.

Event description:
On 6/10/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis and hospitalization. The event occurred on 6/10/24. The user's mother reported they had rushed the user to the hospital that morning (on (B)(6) 2024) because they were experiencing ketones, was unresponsive, and had been vomiting. The mother explained that the ilet had not been paired to the user's dexcom g7 continuous glucose monitor (cgm), leading the user's bg levels to remain high throughout the night. The user was recovering in the hospital. What treatment the user received was not reported. The user has been on the ilet for over 4 months. The family has a history of powering down the ilet when they are worried the user's glucose will go below 90mg/dl. The cds has been in coaching/education discussions since the end of (B)(6) that this could be dangerous and lead to ketones to have the ilet powered down without basal insulin delivery. The mother acknowledged she realizes that when she reconnects the ilet to the user she needs to re-pair the cgm on the ilet to resume 100% insulin delivery.